Event description:
The user facility reported that the device was leaking air on one side during a case. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.

Event description:
The user facility reported that the device was leaking air on one side during a case. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.